Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the patient had a "repair of cystocele" on (B)(6) 2015. The event was considered resolved on (B)(6) 2015. There were no further patient complications reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate pc posterior graft the patient presented with moderate "de-novo cystocele." A "vaginal bulge noticed by patient when passing urine in the morning, she has to go to the toilet several times to empty bladder." The event is considered continuing (not resolved) as of(B)(6) 2014. No additional patient complications have been reported in relation to this event.